Manufacturer narrative:
The pipeline flex has not been returned for evaluation. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. The patient was undergoing treatment of a dissecting aneurysm in the right vertebral artery. The aneurysm max. Diameter was 22mm and neck diameter was 12mm. Vessel tortuosity was described as normal. The devices were prepared as indicated in the IFU. It was reported that during the procedure, the pipeline flex was deployed -- angiography showed that the distal end of the pipeline flex was not open. The physician made attempts to recapture the device, but was unable to resheath the pipeline flex into the catheter. The pipeline flex was removed from the patient using a retrieval device. It was reported that the procedure was completed by placing a construct over the aneurysm. Angiography showed decreased inflow. There were no reports of patient injury in association with this event.

Manufacturer narrative:
The pipeline flex pushwire was returned for evaluation without the pipeline flex braid and the catheter, as they were likely discarded. Therefore, any contributing factors from the braid and catheter could not be assessed. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bend was found on the pushwire. No damages were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Based the analysis findings, the complaint could not be confirmed. No damages were found with the returned pushwire. The customer reported that the patient¿s vessel tortuosity was normal, and the devices were prepared per the instructions for use (IFU). Per our the IFU: "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex has successfully expanded, deploy the remainder of the device. Carefully inspect the deployed pipeline flex embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. The pipeline flex embolization device is fully resheathed when the distal marker is retracted completely inside t he micro catheter. The system is designed to allow for 2 full cycles of resheathing of the pipeline flex embolization device. Resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid.¿ all products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.